Manufacturer narrative:
(B) (4). The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records for this batch were received and indicates the device met all material, assembly, and performance specification prior to shipment. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use.(B) (4): device not returned for analysis.

Event description:
(B) (4). Same case as 2134265-2010-00119. It was reported that during a coronary artery stenting treatment procedure, a dissection occurred. The 70% stenosed target lesion being treated was located in the proximal left anterior descending (lad) artery with lesion length of 13 mm and reference vessel diameter of 3.0 mm. The target lesion was treated with predilatation with a quantum maverick 2.75 x 15 mm balloon with two inflations. There was a small dissection in the proximal lad but did not involve the left main. A 2.75 x 16mm study stent was deployed at 12 atms for 21 seconds and post-dilated twice with the stent balloon. The stent was under deployed so, post dilatation was also completed with a quantum maverick 3.0 x 20 mm balloon for two inflations, a quantum maverick 3.25 x 20 mm balloon for two inflations and a quantum maverick 3.25 x 12mm balloon for one inflation resulting in 20% residual stenosis. The patient was chest pain free and hemodynamically stable leaving the lab. The patient was discharged the next day on aspirin and clopidogrel.